Manufacturer narrative:
Concomitant product(s): product ID: 3093-28, lot# v009198, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative reported that she needed to check her device because it was bothering her and she could tell it had moved. The patient fell and broke her leg so she could not make the previous appointment to have the device checked. She was waiting to get back on her feet to reschedule her appointment. No further information was provided about this event. The patient was indicated for urinary dysfunction/ sacral nerve stim. If additional information is received, a follow up report will be sent.